Event description:
It was reported to olympus that there was no image on the evis exera iii bronchovideoscope, the light source was unrestorable. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers complaint was confirmed and likely due a third party repairs and parts, as such: insertion tube, a-rubber glue, and light guide tube. Additionally, the following non reportable malfunctions were identified: no data transmission; non olympus bending rubber, insertion tube, light tube; and scratches on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.